Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insyte autoguard bc had a piece of plastic on the tip of catheter. The following information was provided by the initial reporter: ¿ a piece of plastic was attached to the tip of the catheter. Clinician noticed defective catheter when she took the cap off of the catheter prior to insertion.¿

Event description:
It was reported that a bd¿ insyte autoguard bc had a piece of plastic on the tip of catheter. The following information was provided by the initial reporter: ¿ a piece of plastic was attached to the tip of the catheter. Clinician noticed defective catheter when she took the cap off of the catheter prior to insertion.¿

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. No physical samples were not received for testing and evaluation; two photos were provided for evaluation of this incident. Photo one displayed a package top web (label) and catheter/adapter assembly with whit fm attached to the catheter tip. Photo two displayed catheter/adapter assembly with whit fm attached to the catheter tip. Visual/microscopic evaluation: the evaluation of the photo reveal there was visibly foreign matter (white particulate) on the outside wall of the catheter tubing, at catheter the tip. The defect was identified and confirmed for foreign matter with the white particulate on the near the tip of the tubing. The photos did not provide sufficient evidence to confirm or support manufacturing process related issues for the reported defect; as a root cause was not established for the presence of the foreign seen on the tubing of the IV catheters